Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed the ac adapter had a lemo connector that was damaged. The lemo connector strt plug was missing from the ac adapter lemo connector cable. Lemo connector pin# 2 was missing and pin# 3 and 5 were burnt and melted, pin# 1 and 4 were charred. Carefusion scrap the ac adapter and sent a replacement to the customer to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit had a pigtail problem with the ac adapter and that the pins were either broken for burnt. It is unknown at this time whether there was any patient involvement associated with this complaint.